Event description:
It was reported that the patient was admitted in the hospital due to methicillin-resistant staphylococcus aureus (mrsa) infection. Additional information was received that the infection was not device related.

Event description:
It was stated that the patient was admitted to the hospital due to methicillin-resistant staphylococcus aureus (mrsa).